Manufacturer narrative:
(B)(4). Date sent: 11/23/2021.

Manufacturer narrative:
(B)(4). Date sent: 02/07/2022. D4: batch # u5f874. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh25p device arrived with the anvil not returned . The device was received with staples present, confirming that the device was not fired. However, when the forward battery was installed, the green checkmark illuminated, indicating that it required a reset. When the device was reset using a reverse battery and fired into a test skin using an engineering anvil, no further issues were detected. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection procedure, the device could not be fired before use. The green check mark was already illuminated when the battery was inserted. The anvil in question was placed as it is, and another device was used to complete the case. No additional treatment was required. The procedure was not converted to an open procedure. The patient's condition is stable. Another device was used to complete the case. There were no adverse consequences to the patient. No further information available.